Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before operation, surgical prep fluid was placed on patient. Only the fully automated operation theater table was used for patient positioning. Routine surgical instruments were used during the procedure on the same operating room. But no reprocessed or resterilized single-use instrument was used. Method of asepsis used on patient were savlon, betadine and cutasept for patient port preparation. Active electrodes were placed before machine. During the lower segment caesarean section (lscs) procedure, the unit's usual power settings were cut: 40, coagulation: 35. Typical activation cycles for the cautery device was 2-3 minutes without any alarm activation during the surgery. The procedure usually lasted for 30minutes to 2hours. No fluid gathered on the surgical bed was noted where the patient was laying. But the patient had burn while using the generator. No fire noted related to the burn incident and only trained staff and doctor applied accessories to the patient. Disposable split type rem pad was used and was put on the thigh site. This incident required patient for 2-3 days longer in hospitalization.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before operation, surgical prep fluid was placed on the patient. Only the fully automated operation theater table was used for patient positioning. Routine surgical instruments were used during the procedure on the same operating room. But no reprocessed or re-sterilized single-use instrument was used. Method of asepsis used on patients were savlon, betadine and cutasept for patient port preparation. Active electrodes were placed before the machine. During the procedure, the unit's usual power settings were cut: 40, coagulation: 35. Typical activation cycles for the cautery device was 2-3 minutes without any alarm activation during the surgery. The procedure usually lasted for 30-minutes to 2-hours. No fluid gathered on the surgical bed was noted where the patient was laying. But the patient had burn while using the generator. No fire noted related to the burn incident and only trained staff and doctor applied accessories to the patient. Disposable split type rem pad was used. This incident required patient for 2-3 days longer in hospitalization.